Event description:
It was reported that 1 bd ultra-fine¿ pro pen needle was unable to prime. The following information was provided by the initial reporter : the consumer reported no insulin flow during priming and stated several pen needles were affected. Date of event : unknown. Samples : discarded.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd ultra-fine¿ pro pen needle was unable to prime. The following information was provided by the initial reporter: the consumer reported no insulin flow during priming and stated several pen needles were affected. Date of event : unknown. Samples : discarded.